Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 for diabetic ketoacidosis. The customer was transferred to give further information about the hospitalization. The customer called for assistance in programing their insulin pump. The customer's blood glucose level was 128 mg/dl at the time of the call. The customer was assisted with programing their insulin pump. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.